Manufacturer narrative:
The following information was omitted on report 3004209178-2019-10320. Recharger (serial #: (B)(4)) was returned 2018.12.04. Analysis of the recharger (serial #: (B)(4)) found that the connector pins were broken and the connector shell was gone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial# (B)(4), product type: recharger, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's brother was trying to help her charge but the recharger screen was showing charge the recharger. The device was not charging. When the brother was examining the components, he pulled out the cord and the metal pin broke off. The implanted ins is showing low. No out of box failure was reported. A replacement was sent to the patient. The consumer called back and noted the patient was in the hospital while the equipment wasn't working. The patient couldn't have stim on which caused her to fall often. No further complications were reported or anticipated with this event.